Event description:
It was reported from the united kingdom that a patient experienced a revision surgery of shoulder devices due to a hematoma and dislocation. The surgeon first drained the hematoma, a sample was sent to histology and then the implants were removed. The surgeon then noted that the conjoined tendon was not attached to the coracoid and then repaired it. The original surgical plan was to change the humeral tray, humeral liner and the glenosphere, but upon removal of the liner, the stem was loose, and the humeral construct was removed as one. The surgeon commented that the stem was loose as it had not yet integrated. There were no delays reported for the surgery and the shoulder was stable with the new components in situ. There is no indication or complaint that the devices malfunctioned. No additional information has been provided. This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00305, 1038671-2018-00306, 1038671-2018-00308, 1038671-2018-00309 and 1038671-2018-00310.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. It is known that advanced age is related to multiple conditions that affect post-operative healing, due to disease conditions and general health. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient dislocation of the shoulder joint devices is most likely due to the patient's underlying conditions, including advanced age. This device is used for treatment, not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to large haematoma and a dislocating shoulder.